Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient reported a low blood glucose event occurring during lunch after a meal announcement. Blood glucose dropped to 68 mg/dl (confirmed at 115 mg/dl via fingerstick). Patient treated with an apple and a few crackers; no backup therapy or insulin suspension was used. No ketone testing was performed. No professional medical intervention or additional assistance was required. No immediate health effects such as dizziness, loss of consciousness, or dka were reported. Event likely related to ilet algorithm overcorrection following a prior high bg, which can occur during the device¿s learning phase. Patient was reminded that adaptation may take time and advised to contact their clinical diabetes specialist if within the first week of use.